Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and no sensing after a right heart catheterization procedure. Ra lead damage was suspected. It was also reported that the ra lead exhibited atrial lead position check failure. It was noted that there was no sensing and no capture anywhere in the atrium, after attempting to revise the lead. It was suspected that it must be the patient's atrium and not the lead which caused the issue. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No data medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead was explanted as the physician wanted to rule out every possible scenario. The new ra lead exhibited no capturing and no sensing also. So it was deemed by the physician that the patients atrium was the cause. The patient has vascular ehlers danlos syndrome and it was thought by the physician be related.